Event description:
Procedure type: unk. According to the reporter: the grey cover came off and surgeon could not correct the problem. The device was removed and a new one was opened for the case. The cover is being returned along with the device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).